Manufacturer narrative:
Dates estimated. The UDI number is not known as the part and lot number were not provided. Attachment: article titled ¿intraprocedural residual mitral regurgitation and survival after transcatheter edge-to-edge repair." The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death could not be determined. The reported patient effects of death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report patient death. It was reported through a research article that 1,491 patients underwent mitral transcatheter edge-to-edge repair (teer) from (B)(6) 2016 to (B)(6) 2020. One year after the procedure, the implanted mitraclip may have caused or contributed to death. Additional information is listed in the attached article, titled ¿intraprocedural residual mitral regurgitation and survival after transcatheter edge-to-edge repair."